Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported via email that the patient experienced issues with the dexcom g7. On approximately 10/16/2024, the patient reported they were in the hospital for seven days and had just got out of the hospital. The patient did not specify the reason for hospitalization or if it was dexcom related. The patient reported that she sometimes had trouble with the dexcom g7 but did not provide specific details. Follow up contact with the patient could not be performed as the patient's phone number is not in service. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.